Event description:
Litigation alleges that the patient underwent a surgical procedure and was implanted with pinnacle in the right hip. Patient is a resident of (B)(6). Update: (B)(6) 2012- patient fact sheet received. Part/lot was provided. The unknown hip has been reported as a metal liner, and the femoral head has been added.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot code b34hh1. A search of the complaint database search finds additional reported incidents against both lot codes 2458357 and 2462876 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
*Update: (B)(6) 2013 sales rep reports that the patient was revised because of vertical cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving information on the acetabular cup. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
(B)(4). Added: patient's dob, exp. Date, patient, device.

Event description:
In addition to previous allegations, ppf alleges metal wear, metallosis and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.